Manufacturer narrative:
The lead has not been returned to our company. No additional info is available at this time. If additional info becomes available, this report will be updated.

Event description:
Boston scientific crm received info that the pt with this right atrial lead passed away. Our company received a pt verification form which stated that the pt passed away due to the procedure. Prior to this statement, no other allegations were reported.